Event description:
It was reported that this right atrial (ra) lead was explanted after presented high pacing threshold due to a dislodgment. A new lead was successfully implanted. This device has returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported observation of high capture thresholds.

Event description:
It was reported that this right atrial (ra) lead was explanted after presented high pacing threshold due to a dislodgment. A new lead was successfully implanted. This device is expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.